Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 555 mg/dl. Customer had symptom of nausea, chest pain and dry mouth. Customer's emergency room visit was due to dehydration. Customer was not admitted into the hospital. Customer was treated with IV fluids. Customer was wearing insulin pump at the time of emergency room visit. Customer declined troubleshooting.